Event description:
Caller reported an alarm related to an occlusion that occurred earlier in the day. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery. Additional assistance was not necessary, and the case was closed by technical support.